Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was cerebral vascular accident, stroke, alzheimer's and type 1 diabetes. The caller stated that the customer had multiple medical issues and became ill eleven days prior to passing. The caller stated that ten days prior to passing the customer went into coma, has no food or water, and was on hospice care. The caller stated that the customer's blood glucose was checked every four hours and most of the readings were around 250 mg/dl. The caller stated that the hospice care requested for the insulin pump to be removed, however the caller made the decision not to remove it until the customer's passing. At the time of death, the customer's blood glucose was 256 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller declined returning the insulin pump for analysis. The caller declined performing a carelink upload.